Event description:
Additional information received reported the steps taken to resolve the reported issue was that the patient was taking myrbetrix medication, 50mg daily. It was noted the situation wasn't fantastic.

Manufacturer narrative:
Concomitant medical devices: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported the therapy never worked well. Both devices were checked about a month or two prior to report and neither one was working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.